Event description:
It was reported that during the attempted implant of a 34 millimeter (mm) transcatheter valve, the patient had pre-existing severe c alcification and severe aortic stenosis (as) with a type 0 bicuspid valve. Upon the first deployment attempt, the implant depth on the left coronary cusp (lcc) was too deep and the valve was recaptured and re-deployed. During this process, an infold was observed. Subsequently, the valve was withdrawn from the patient. A 29 mm transcatheter valve was positioned at an appropriate depth and fully deployed. Per the physician, the recapture in the patient's narrowed bicuspid valve area caused the infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0013021404); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 34 millimeter (mm) transcatheter valve, the patient had pre-existing severe c alcification and severe aortic stenosis (as) with a type 0 bicuspid valve. Upon the first deployment attempt, the implant depth on the left coronary cusp (lcc) was too deep and the valve was recaptured and re-deployed. During this process, an infold was observed. Subsequently, the valve was withdrawn from the patient. A 29 mm transcatheter valve was positioned at an appropriate depth and fully deployed. Per the physician, the recapture in the patient's narrowed bicuspid valve area caused the infold. No patient complications were reported as a result of this event. Additional information was received that prior to the attempted implant of the 34 mm valve, there was no misload identified during loading. The infold was first noticed at the second deployment attempt. It was noted that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.